Event description:
A pulsar-18 peripheral stent system was selected for treatment of a 100mm long lesion. The device was delivered to the lesion, but when starting to release the stent the delivery system was stuck with the guidewire, and the stent could not be released. The whole system was withdrawn. Another system was used to complete the intervention.

Event description:
A pulsar-18 peripheral stent system was selected for treatment of a 100mm long lesion. The device was delivered to the lesion, but when starting to release the stent the delivery system was stuck with the guidewire, and the stent could not be released. The whole system was withdrawn. Another system was used to complete the intervention.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a kink in the device shaft about 40.5 cm distal to the kink protector and at the proximal end of the kink protector. The stent has been released and was not returned. After straightening the kinks, a 0.018 inch reference guidewire could be introduced with noticeable friction. The guidewire used in the intervention was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, the guidewire lumen viability of all instruments is checked (100 percent control). In addition, all instruments are inspected for kinks and damages. Based on the conducted investigations, no manufacturing or material related root cause could be determined.